Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation, there was a confirmed cs 064 "motor error" found in the black box. It was replicated consistently during investigation. The pump was opened to inspect the motor related components and to the intermittent nature of the error, no root cause could be found. There was an unidentified printed circuit board failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.